Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in executing the reset. The malfunction did not recur after the reset, and the customer was informed that they could continue using the pump. Additionally, they were advised to contact support again if the malfunction code reappears, which the caller acknowledged and understood.